Event description:
The event is reported as: the stopcock broke while inserting the trocar. No patient injury reported.

Manufacturer narrative:
Product has been received by manufacturer, but the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.